Event description:
In 2009: customer reports there has been intermittent no fluoro issues during patient procedures. They have no patient procedure or demographic information. No report of injury.

Manufacturer narrative:
Field service engineer traced an intermittent 'no fluoro' problem to a short in the x-ray footswitch cord. The fse replaced the footswitch and verified fluoro and digital spot capability. Unit was returned to full service by the customer.